Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited short ventricle-ventricle intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.